Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the usb cable was unable to charge the pump. Customer used an alternate usb cable to resolve the issue. A replacement usb cable was sent to the customer. The customer's blood glucose level was 97mg/dl.